Event description:
It was reported that the touch screen became unresponsive. Touch screen does not illuminate when plugged into a power source. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.